Event description:
Complainant alleged that during the performance of bypass surgery on a pt (age and gender unknown), the clinicians administered a 30 joule shock on the pt using internal handles with the device, but the physician indicated that it appeared as if the pt received energy in excess of the 30 joules. Upon the physician's attempt to defibrillate the pt again at 30 joules, the device did not discharge the energy. The clinicians then obtained another device to successfully defibrillate the pt.